Event description:
It was reported that percutaneous transluminal angioplasty (pta) was performed with a 1.5 non- abbott balloon and then angioplasty was attempted with a 2.0 balloon that could not cross. A diamondback peripheral orbital atherectomy device (oad) was later used in the procedure. During procedure, the oad kept stalling and troubleshooting was performed with sales representative's assistance by checking if the connections were secure. During removal, it was noted that the spring tip broke off. Several runs were performed before the guidewire fracture. The spring tip of the viperwire peripheral guidewire was left in-vivo. It was noted that the the vessel was not primarily wired with viperwire guidewire and was exchanged. No attempts were made to remove the fragment from patient's body. The physician does not have any concerns on the long term risk outcomes. The patient was stable. Additional information was received and the oad was used to treat heavily calcified distal anterior tibial artery. Atherectomy was not successful as the oad could not cross the lesion. The procedure was aborted.

Manufacturer narrative:
A visual inspection, dimensional analysis and detailed analysis were performed on the returned device. The reported material separation was confirmed. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the packaging was not returned. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported material separation appears to be related to operational context. The length of the returned wire is 334cm long with the distal 1 cm of spring tip section fractured and not returned for analysis. Sem analysis of the fracture revealed ductile dimples on the core wire and the support coil indicating that the wire was pulled to fracture. The exact cause is undetermined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated fields: b5, d1, d4, d9, g3, g6, h2, h3, h6 (health effect - impact code, component code, type of investigation, investigation findings, investigation conclusions) and h11, correction: b5.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that percutaneous transluminal angioplasty (pta) was performed with a 1.5 non- abbott balloon and then angioplasty was attempted with a 2.0 balloon that could not cross. A diamondback coronary orbital atherectomy device (oad) was later used in the procedure. During procedure, the oad kept stalling and troubleshooting was performed with sales representative's assistance by checking if the connections were secure. During removal, it was noted that the spring tip broke off. Several runs were performed before the guidewire fracture. The spring tip of the viperwire guidewire was left in-vivo. It was noted that the vessel was not primarily wired with viperwire guidewire and was exchanged. No attempts were made to remove the fragment from patient's body. The physician does not have any concerns on the long-term risk outcomes. The patient was stable.